Event description:
Reportedly, the device will be explanted due to infection. Details are unknown. Rv lead: stelid ii bt46d, implanted on (B)(6) 2005.

Manufacturer narrative:
The subject device was manufactured and released according to all applicable procedures. The sterilization records show that the device was sterilized as per applicable procedures. Manufacturing date: 12 june 2023. Use before date: 12 june 2025. Sterilization lot: s0614 - 3693. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. No additional information was provided. Based on the available information, no malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.